Event description:
Additional information received from the patient reported that they were in really bad pain from the surgery. The patient also reviewed that the reason for the revision surgery she had was due to a crushing pain in her rib cage area.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain and complex reg pain syndrome type I. It was reported that the patient's leads migrated and the patient had a revision. One of the leads was replaced with new while the other remains in service. No other patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.